Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to counts to the sensing integrity counter (sic), high rate non-sustained tachycardia episodes and out of range impedance values. It was determined the lead had fractured. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the lead was capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.